Event description:
It was reported that cadd solis vip ambulatory infusion pump constant, cassette not attached properly. Reattach cassette. During testing, no patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. In the manufacturing utility mode, the latch sensor did not change when they key was turned. Replaced latch lock flex. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.